Event description:
This rv lead was implanted on (B)(6) 2007 and explanted on (B)(6) 2012 due to rising impedances of up to 1930 ohms. The procedure took place at northeast medical center with dr. Thomas christopher. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).